Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported: I received notification this weekend of a care site double failing. It was attached to a patient in critical care on inotropes. It developed a leak from the middle connector. 1. Was there any patient/user harm as a result of the incident? If so, please provide further clinical information such as patient outcome and any additional therapy required as a result. The caresite product was attached to a critical care patient and receiving noradrenaline though the line. A sudden drop in volume and pressure of drug delivered caused homeostatic changes tot eh patient's condition requiring rapid intervention from the team. 2. Which procedure was being carried out at the time? (For both incidents) patient was sedated and ventilated in critical care. The caresite was attached via a multilumen central line. Second incident was not recorded and only reported anecdotally. 3. Was there any delay to the procedure as a result of this incident? If so, please quantify as accurately as possible. Patient was being cared for in a 1:1 level 3 condition there was no delay in procedure the impact was due to a failure to maintain homeostasis of the critically ill patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging, two photographs of the set, and a video of the defect were provided for evaluation. Upon visual inspection of the returned sample, the sample was leak tested and leakage was detected at the bonded joint of the tubing and the bifurcated luer connector. Upon evaluating the photographs, one fo the image confirmed the presence of leakage at this joint. The video was evaluated, revealing a leakage at the bonded joint fo the tubing and the bifurcated luer connector. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Furthermore, five retains were tested and passed per specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.